Event description:
The affiliate stated the customer reported elevated sodium (na) results, for an unknown number of patients, involving unicel dxc 880i synchron access clinical system. The customer stated the elevated results occurred on the first sample of each test. One sample produced a sodium result of 150 mmol/l and recovered a result of 141mmol/l upon retest. The customer stated the samples were retested and the results were reported out of the laboratory. A review of the customer-supplied data indicated quality control (qc) exhibited high sodium results on the day of the event. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse), noted the ratio pump electrolyte buffer section had bubbles after a period of inactivity and would inject them into the electrolyte injection cup (eic) for the first sample which would be slightly concentrated. The fse replaced the ratio pump and performed ion selective electrode (ise) related preventive maintenances, pm-c and pm-d. The fse verified system performance. The instrument conformed to the manufacturer's published performance specifications.